Event description:
During a total gastrectomy, there was an incomplete cut. Gastric mucosa remained uncut. Case was completed by additional suture and another device. There was no adverse consequence to the pt.